Event description:
Ous MDR - after an implantation period of about 50 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In the proximal area of the lead as well as in the distal area of the lead the insulation was found rubbed through. These damages can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state such as interaction between the ICD housing and the lead and interaction between the lead body and a nearby lead. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.